Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that the patient developed an infection following a catheter procedure where ¿it took three or four catheters to get it in the first time¿. The device system was used to deliver lioresal. A follow-up report will be submitted if new information becomes available.

Event description:
It was later reported that to the hcp¿s knowledge the procedure went well and there was no information regarding the catheter infection or difficulties during implant.